Event description:
Patient reported the pump turned off without alerting him that the battery was low. Patient stated he woke up in the middle of the night and took his blood glucose reading with a result of 350 mg/dl; was able to self-treat and his level has returned to normal range. Patient reported he looked at the pump and it had completely shut off. Patient stated he checked the pump error history and it did not show that the pump gave a w2 (battery low) warning or e2 (battery depleted) alert. Patient reported this has occurred on more than one occasion. Patient's normal blood glucose range is 170-180 mg/dl. Patient no longer has the products that were used with the incident. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.